Manufacturer narrative:
The cause of the reported issue could not be determined. Corrected data: the coin cell was replaced as a precaution. The reported issue was not able to be verified or duplicated.

Event description:
The customer contacted stryker to report their device unexpectedly shuts down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device unexpectedly shuts down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. The coin cell was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).